Event description:
The customer reported that the unit fails to power up on ac power.

Manufacturer narrative:
The customer reported that the unit failed to power up on ac power. The hospital biomed ordered an ac power supply which resolved the reported failure. As of (B) (6) 2010, there have been no further calls from this customer regarding this failure.